Manufacturer narrative:
(B)(4). B3 date of event- correction. B5: describe event or problem - additional/correction. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient. Or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The complaint was confirmed because we can see a transmitter error alert in the cloud datathe reported event of transmitter failed error was confirmed. A root cause could not be determined.

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on fri aug 25 17:58:13 edt 2017 with 3004753838-2017-70041. The ack3 was received on fri aug 25 17:58:13 edt 2017 with coreid: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for evaluation. The reported event of a failed transmitter error was confirmed via data. A root cause could not be determined. The transmitter has been received for evaluation. A follow up report will be submitted upon completion of device investigation.